Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad 19 apr 2022. Doi: (B)(6) 2013; dor: (B)(6) 2021; unknown knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for examination. Review of the xray evidence confirmed the allegation, it was observed that bolt was fractured. Bolt's head was separated from the threaded portion. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Primary operative notes (B)(6) 2012 indicate the patient received a right total knee replacement with competitor devices. Revision operative notes (B)(6) 2013 indicate the patient received a right total re-implantation due to infection resolution. The primary competitor knee was removed in (B)(6) of 2013 with placement of antibiotic rod and now that the infection is considered resolved ¿ depuy implants are being placed. Competitor cement was utilized during this procedure. The surgery was completed without complication indicated by the surgeon. Office notes (B)(6) 2020 and (B)(6) 2021 indicate the patient has a sharp pain in his knee while he was taking his pants off and he has had dysfunction in the knee since. He has substantial swelling and xrays reveal a vertical displaced patella bone fracture. Revision operative notes (B)(6) 2021 indicate the patient received a right total knee revision for femoral aseptic loosening and patella bone fracture. Upon entering the joint, extensive synovitis was encountered and debrided. The surgeon also indicated the femoral component was easily removed without any effort. The locking screw which connected the femoral component to the left metaphyseal component was noted to have fractured and the threaded tip remained within the proximal construct. This became challenging to remove but he was ultimately able to drill a hole in the proximal fixation screw and subsequently remove it. The patella was then assessed and after extensive debridement a partial patellectomy was performed. All implants were then trialed and placed without complication indicated by the surgeon. Office notes (B)(6) 2021 indicate the patient is being evaluated for weakness, pain, and selling of his bilateral total knees. Please note, it is indicated the patient has a left total knee implanted 15 years ago, however, the manufacturer is unknown and there is no indication it is depuy at this time. The right knee was aspirated to relieve pain and swelling and to also test the fluids. His aspirate was negative for growth. He does have a right knee palpable defect in the extensor mechanism. No further treatment indicated at this time.